Event description:
Upon entering room, roomate found patient lying on back next to bed on the floor. IV pole was lying on top of patient. Patient was assessed and was found to have a swollen ecchymotic area noted above right eye, a small skin tear on left calf, and a small skin tear on right ankle area. Wound care was provided. Skull x-ray was negative, CT of head negative, patient discharged to extended care facility in stable condition.